Event description:
The customer reported to olympus, the evis exera iii colonovideoscope distal cap was broken. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air/water cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the flexibility adjustment ring had a scratch. The grip had discoloration. The suction cylinder had no color. The switch box had discoloration. The label on the scope connector was peeled. Due to a crack on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to damage on the nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, the play of right/left knob was out of the standard value. The plastic distal end cover had a crack. The light guide lens had a crack. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle. The universal cord had a wrinkle. During incoming inspection no leakage was found, and the distal end insulation test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material attached to the scope (air/water tube, air/water cylinder, sub-water tube) could not be identified and a definitive root cause of the issues could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional information regarding the facility device reprocessing was reported or available, however, the issue was likely the result of insufficient device reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.